Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mg61, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported the therapy had stopped. The patient had attempted to connect their patient programmer and only received the poor communication screen. The therapy and communication issues had been occurring daily since (B)(6), 2015. It was noted the issues could be related to the CT-scan and/or x-ray. There was no indication when the CT-scan and x-rays were performed. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was provided regarding this event, so additional information was requested. If additional information is received a supplemental report will be sent.